Event description:
As reported to coloplast though not veriifed, patient implanted with aris on (B)(6) 2003 and underwent surgery in (B)(6) 2003 to repair the mesh. Patient has experienced erosion of vaginal wall, infection, pain and has been advised that further surgery is needed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.